Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The simulated treatment post-accelerated stress test was performed and completed. No fluid leaks in the test cassette during the treatment test. During testing, touch screen test failed - the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. System air leak passed. Valve actuation passed. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler alarmed with a m44.1 flowpath error alarm occurred in drain 2 of 5. Alarm occurred 1. Patient was connected during incident. Cycler has not been re-setup with new supplies. Alarm was gathered in alarm history, no further information available. Patient was not connected at time of call. Issue: noisy. Noise occurred in power up. Noise sounded like humming noise. Noise sounded really static. Noise has been occurring for since last night after alarm went off. Cycler was sitting on a cart. Replaced cycler due to noisy. The fresenius technical support representative issued the cycler replacement. Estimated time arrival for new cycler is on (B)(6) 2024 and pick up for old one is on (B)(6) 2024. There was patient involvement, no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt has been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.